Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used, empty easypump ii lt 100-50-s without packaging and one used, blue easypump carry pouch. The provided sample was subjected to a visual examination. Damages or other deviations were not detected. As-received condition the clamp clip was closed. The patient connector was blocked/plastered by medical tape and gauze, the original wing cap was not handed over by the customer. After opening the big white top cap and removing the closing cone, we detected crystallized drug residues at the filling port (lli-cone). In addition we detected crystallized drug residues at the patient connector as well as over the complete pump. Furthermore the provided sample was subjected to a functional test respectively a leak test was carried out. Therefore the pump was refilled with 100 ml nacl 0.9 %. After starting the pump and waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected. The inspected sample is blocked and therefore not within our requirements. However, flow rate deviation and blockage due to crystallization is a known error pattern and corrective and preventive actions are in progress / have been implemented.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from brazil to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the DHR and there is no abnormality found during in-process and at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the infusion ended ahead of schedule time, finished in less than 24 hours.